Event description:
On (B)(6) 2013, the pt was implanted with two gore excluder aaa endoprostheses treat an abdominal aortic aneurysm. At a three-month post-operative appointment (date unk), computed tomography scan revealed a proximal type I endoleak. According to report, the aneurysm had grown from 5.5 cm to 8 cm in diameter. On (B)(6) 2013, the pt was implanted with ten aptus endoscrews and an additional gore excluder aaa endoprosthesis aortic extender component (pxa260300/9605881) to treat the type I endoleak. However, a final angiographic run revealed the endoleak was not resolved. The physician decided he would take a wait-and-watch approach in regard to the endoleak. The pt tolerated the procedure.

Manufacturer narrative:
Additional excluder device included in this report: pxa260300/9605881.